Event description:
The event was reported that the dr was performing a stereotactic breast biopsy and the dr was having problems attaining samples. The customer tried a second and third probe and received the same issue. The dr decided to use their older biopsy system to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.